Event description:
It is reported that a customer's insulin pump does not communicate with the carelink program. The patient's blood glucose level was unknown at the time of the call. The customer's mother stated that the backlight does not work on the pump. The mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit and one touch ultra link functioning and communicating properly. Recorded properly at status screen. Unit received with no backlight due to faulty electrical panel lcd board. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.